Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted return unrepaired: this is a mismatch serial number, device serial sn (B)(6) on the rear case but the sku inside the bezel and internal serial sn (B)(6) (m2 unit) all the parts are m2 pump (only the rear case is m1 part). A review of the device history record showed the device had a manufacture date of 02feb2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to serial number a mismatch between the internally programmed serial number and the externally applied serial number. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device won't turn on / off. No patient involvement.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device won't turn on / off. No patient involvement.